Event description:
It was reported that during a surgical procedure the sheath broke inside the pt, all pieces were retrieved and procedure was completed with no other incidents.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.